Event description:
The patient reported a loss of stimulation. It was stated that they were not feeling well and began jerking, which stopped, and then returned with them jerking all day. As of the time of the report the patient is no longer jerking. It was further noted that they went to see their healthcare provider (hcp) three weeks prior to date notified and the implantable neurostimulator (ins) had been somehow shut off. Follow up with the hcp is to be conducted. According to the implantable neurostimulator recharger (insr) , the ins is turned on. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.